Event description:
Medtronic received information that exposed to magnetic field or MRI, pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e . Retainer ring = black . Unit passed the displacement test and self-test. Pump error 53 present in format history file due to software error. Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No displacement anomaly or motor anomaly noted during testing. The motor was tested outside of the device and passed. The unit p-cap / test reservoir locks in place properly.